Event description:
No additional information.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Current control there is a visual inspection on broken cannula catch/cannula lock pin at the safety shield molding in-process inspection, fail hook ID inspection at the eclipse hub molding in-process inspection, activation/locking force functional test, deactivation/unlocking forces functional test and eclipse safety shield inspection at the outgoing inspection. Visual inspection of damage pivot pin at the packaging in-process inspection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 30x1/2 safety shield broke off. It was reported by customer that when nurse using item: bf305757 to give a patient a shot. After injection, she went to flip the safety up and it fell off, resulting in a needle stick injury to the staff member. Rcc received a complaint via email. Customer reference: (B)(4), cardinal po: (B)(4), item: 305757, customer po: (B)(4), lot#: 4159792. Case intake form submitted thru cardinal: (B)(4). Description as reported: per nursing staff, on (B)(6) 2025, she was using item: bf305757 to give a patient a shot. After injection, she went to flip the safety up and it fell off, resulting in a needle stick injury to the staff member.